Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142797. Date of event is estimated.

Event description:
It was reported that patient¿s one of the leads had high impedance resulting in ineffective therapy. Additionally, the patient was unable to set the system into MRI mode. After examination in follow up appointment, fracture of lead was reported. To address this issue, surgical intervention may take place at a later date. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.